Manufacturer narrative:
This report is submitted on april 06, 2022.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site (specific date not reported) and was subsequently treated with oral antibiotics (specific date and duration not reported).